Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had knots on their left arm and the cardiac resynchronization therapy defibrillator (crt-d) incision site felt like it ¿had a fever¿ two days post implant. The reported fever was not observed by the hospital staff. The patient was found to have upper left arm cellulitis and was given an oral antibiotic. Approximately ten days later it was noted that a small area in the middle of the incision had not fully healed. Steri strips were applied and additional antibiotics were administered. Approximately one week later the patient was seen again, and the implant site was noted to have fully healed. The patient is a participant in a clinical study. The device remains in use. No further patient complications have been reported as a result of this event.